Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck measured 19 mm to 25 mm in diameter along a 16 mm length. The proximal aortic neck was conical. The left iliac artery measured 9 mm to 11 mm in diameter moving distally. It was reported that during the index procedure an angiogram revealed that the endurant iis stent graft bifurcate was unintentionally partially covering the right renal artery. The physician elected to implant another manufacturer¿s 5x19 mm stent in the right renal artery and the event was resolved. Additionally the physician observed narrowing in the left iliac artery. The physician elected to implant another manufacturer¿s stent within the endurant ii stent graft limb and the event was resolved. Per the physician the cause of the event was attributed to the narrow bifurcation and the small size of the patient's iliac. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.